Manufacturer narrative:
Both the pump and the catheter were returned to the manufacturer for analysis. Final device analysis of the pump revealed - no flow. The outlet port was not capped as received. The capillary tubing was occluded. The pump did not dispense and was unable to flow tested. The pump was received with no fluid in the reservoir and no cap on the outlet port. Most likely the pump was allowed to run dry for an extended period of time (patient expired in 2008 - device received for analysis in november 2008). Final device analysis of the catheter revealed - pump connector anomaly. The catheter received was a 7.6 cm sc assembly, plus the pin connector, plus a 3.4 cm proximal catheter segment. The sc connector was tested on 3 different pumps, several times on each. In all cases, a poor connection was made to the outlet port of the pumps. A crack was seen in the catheter material where it was sutured directly to the pin connector without benefit of the strain relief shroud. The catheter passed patency and pressure testing. The retaining ring showed evidence of being slightly deformed in shape due to gap between the tab of the retaining ring and the metal housing of the sc connector. It was possible this deformation was caused by an incomplete connection of the sc connector to the outlet port of the pump. The retaining ring fingers also showed anomalities that may indicate the connector was not properly connected to the pump. As received, a length of suture was used in an attempt to hold the connector to the outlet port of the pump. Also, no strain relief shroud was used where the pin connector attaches to the proximal catheter portion. Furthermore a suture was placed directly on the catheter material on the distal side of the connector pin.

Event description:
It war previously reported on MFR report #2182207200802588: it was reported that in 2008, the pump was connected to an existing catheter in the patient's ventricle (brain) with a sutureless connector. The hcp stated that she always tests the connector in the operating room. Two months later, a seroma was diagnosed at the pump pocket. The fluid was aspirated, tested, and no csf was found in the fluid. Ten days later, the fluid was aspirated again and csf was found; the percentage was not reported. Due to this, the hcp decided to check the catheter connection. On the evening of the following day, the pump pocket was surgically opened and the sutureless connector was found to be disconnected from the pump. The hcp used the same connector, reattached it to the catheter, and then closed the incision. After the surgery, the patient felt good, the "vas" was reduced from 8 to 2 (good pain relief) and she didn't show any symptoms of discomfort. The pump was used to deliver morphine. Two days later, the patient was found dead in her bed. The cause of death was initially unknown. The patient had not been in a poor state of health since the operation. An autopsy was scheduled. It was unclear what drug was used in the pump since the operation. It was later reported that the patient's cause of death was pneumonia. The death was unrelated to the pump therapy. The autopsy report was unavailable and the device will not be returned to the manufacturer.